Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, sensor damage was noted, and the pump exhibited placement signal issues but continued to provide adequate support. Impella position was confirmed with echocardiography, and the alarm was disabled. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No pump was returned for investigation. Data logs were returned and investigated. All optical parameters were normal/stable. Per the data logs and clinical information provided, the root cause of the optical signal issue was patient condition related. All pertinent information available to abiomed has been submitted at this time.